Event description:
A patient reported that they were unable to test on their meter due to meter shutting off due to meter shutting off during test. This issue was not resolved with troubleshooting. Pt was dizzy and had headaches. There was no medical intervention or treatment given. No further information has been reported.